Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that suction irrigator hand piece became extremely hot and had a light smoke coming from the battery pack with the fluid spike. Therefore, there was a thermal event.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, as it was reported to be discarded. Therefore, the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : extremely hot and smoke coming from the battery pack. Probable root cause for smoke smell or flames coming from device : 1. Insulation melting. 2. Excessive cauterization. 3. User error. 4. Nonconforming electrical components. Probable root cause for overheating: 1. Material/design error. 2. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that suction irrigator hand piece became extremely hot and had a light smoke coming from the battery pack with the fluid spike. Therefore, there was a thermal event.